Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A definitive root cause of the presence of foreign matter in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-180 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-180 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, clogged air/water nozzle was observed. The reported issue of not getting any air/water could be confirmed. In addition, inspection found leak in the lock pin that needed replacement. The plastic distal end cover had deep dents and scratches. The glue on the bending section cover was cracked. There was excessive black dots found on the evis image. There was a cut on the switch button 1, and switch button 2. The insertion tube buckled at the insertion tube glue. The control body was missing the red ring on suction. Angulation in the up/down, left/right movement was out of standard specification. The control knob movement, up/down, left/right was loose, and out of standard specification. All labels were not properly affixed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope was not getting any air/water, on multiple processors. The event was found while preparing for the intended diagnostic procedure. The device was replaced with a similar device (technician obtained a new scope). There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a clog in the air/water supply channel. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.